Event description:
Event details: during preparation for drug infusion, we observed that several syringes from this batch contain black rubber deposits when drawing up the medication. This raises significant concerns about product integrity and patient safety. I can confirm that we have approximately 250 units of bd 50ml syringes isolated.

Manufacturer narrative:
Date of event unknown, awareness date used. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2409085, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. No issues were identified during these inspections. Retained samples of the reported lot were used for additional evaluation. All products were inspected, no foreign matter or other contamination was observed within any of the products. Based on the available information we are not able to identify a root cause at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.